Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed. The top case was chipped and the right plunger case was cracked. A review of the event history log found evidence of pump motor drive phase b post error in the history. Functional testing was performed and during testing, pump motor drive phase b post error was duplicated. The root cause of the problem was a worn battery which no longer worked. The battery wear was considered normal as the pump was over 5 years old. To resolve the problem, the battery was replaced.

Event description:
It was reported that pump motor drive phase b post error occurred. No additional information available. No patient injury was reported.